Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. This report is for the same event as manufacturer report: 2124215-2024-78850. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure when the laser beam started the temperature at the connection between the fiber and the laser console had increased. There was power at the tip of the laser fiber then had decreased significantly and then had no power. A second fiber was opened, however, the fiber connector overheated again and then there was no power on the laser tip of the second fiber either. The procedure was completed with a third fiber. No patient complications were reported. This event is for the second fiber.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. This report is for the same event as manufacturer report: 2124215-2024-78850.

Event description:
It was reported that during the procedure when the laser beam started, the temperature at the connection between the fiber and the laser had increased. It was noted that there was no power at the tip of the laser fiber and has decreased significantly. The procedure was completed with another device and no patient complications were reported. This event is for the second fiber.